Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and significant reduction of iridocorneal angles. In a separate visit the lens was explanted and later replaced with a shorter length lens. The problem resolved. Cause of the event was reported as other and it was reported that the device did not fail to perform as intended.

Manufacturer narrative:
Manufacturer narrative - secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).